Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bluetooth connection issue occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to potential patient misuse as the app was manually closed. The reported event of a bluetooth connection issue is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.